Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 25mg/day via an implantable pump. On (B)(6) 2020 it was reported that the healthcare provider was revising the pump pocket. There was no device issue whatsoever. The patient did not like how the pump looked in their abdomen aesthetically, so the physician moved it slightly. During the revision it was discovered there was a fray near the pump connection site, so they replaced with an 8784 catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
The explanted portion of the catheter was returned for analysis. Analysis of the catheter found ¿catheter body ¿ damage to transition tube¿. If information is provided in the future, a supplemental report will be issued.